Manufacturer narrative:
(B)(4). Additional information: what was the shape of the malformed clips? V shaped. Scissored? No. Clip gap? Yes. Tear drop? No. Other? V shape. Did the clips fall into the patient? Yes. If yes, how were they retrieved? Retrieved with graspers. How many clips were fired from the device? 10. Which firing of the device did this event occur on? Occurred on several firings. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? What was found? Does the patient have any relevant history of surgical treatments? If so, what? Did somebody other than the primary surgeon fire the instrument? No. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was used on the cystic duct and the clips did not form properly. It was reported by the surgeon that there wasn't adequate clips in the clip applier. There were no patient consequences. Case completed with another device of the same product code.